Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32610. It was reported that during an implant procedure on (B)(6) 2020, after the first incision but before any device had been implanted, the patient experienced breathing difficulty. The physician flipped the patient to resume regular breathing. The procedure was completed following this event.